Event description:
The patient called alleging an error 2 message on the meter. They visited their md due to the error message they obtained on their meter. They obtained a 138 or a 140 mg/dl and was treated with a 'diabetic tussin' and sugar free syrup for their cold. They mentioned that they had a headache, which could have been caused by the syrup. Customer service was unable to resolve the issue and sent patient a new meter. This case is being reported as a malfunction, since the error 2 message was not resolved.